Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the wheels and cross-arm brake. The flash was erased and re-loaded to prevent the audible tone warning described. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system reportedly sounded an audible tone that a reboot corrected. It was also reported that the system wheels were broken and the cross-arm lock.